Event description:
It was reported that during a minimally invasive spine procedure, the bur broke. It was also reported that the broken piece was removed using a forceps and another bur was available to complete the procedure. It was further reported that there was a 10 min delay and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.